Event description:
Customer reported her up and down button was sticking. The customer also reported a button error alarm. Her blood glucose was 598 mg/dl. The customer could not recall any significant events leading to the alarm. She stated she was on medications which resulted in her high blood glucose. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
No button error alarm was noted. The up arrow button did not respond due to a corroded keypad trace. The displacement, basic occlusion, occlusion, prime, and excessive no delivery alarm test could not be performed due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, a broken belt clip slot, cracked reservoir tube lip and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).